Manufacturer narrative:
The lot was manufactured from july 9, 2019 - july 11, 2019. The actual device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.